Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the e antigens. Results were satisfactory. The customer also reported the following related incidents.